Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots: 2007149 and 2025239 were blocked during the medication administration. The following information was provided by the initial reporter: "we have had multiple different nurses report over the last month or so that many of our bd 1 inch needles do not work. You are unable to push any liquid through them for medication administration. Some in a box will work, others not."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 2007149, medical device expiration date: 31-dec-2026, device manufacture date: 07-jan-2022, medical device lot#: 2025239, medical device expiration date: 31-dec-2026, device manufacture date: 25-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots 2007149 and 2025239 were blocked during the medication administration. The following information was provided by the initial reporter: "we have had multiple different nurses report over the last month or so that many of our bd 1 inch needles do not work. You are unable to push any liquid through them for medication administration. Some in a box will work, others not."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.